Event description:
My neighbor has a nurse to use a qeeg on me and caused me to have bad neuro effects and they keep doing abusive things. I was wanting the FDA to stop allowing unlicensed people to handle this technology because the nurse uses it on me against my will and keeps hurting using torture affects from the device. They made me about to faint several times. They nearly killed me twice. They also keep attacking my "profanity" with it trying to make me feel I am getting "profanity". The qeeg has also made me week where I can't feel my full strength. They keep hurting me with it and that is why we shouldn't let unlicensed people with this device. Please do something about (B)(6) because he is using this device against my will. Please help before he kills me. I don't have the product my neighbor does and he refuses to take it off me. (B)(6).